Event description:
On 13th oct 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-13991n, surefire¿ scorpion¿ needle, the scorpion needle tip broke when passing sutures through the graft outside of the joint. This was detected during a rotator cuff repair on (B)(6) 2025. The procedure was completed successfully where a trocar needle was used to pass the sutures through the aflex graft instead. Additional information received on 13th oct 2025: there was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, the event description, and any additional field information, arthrex was able to determine the most likely cause of the reported issue. The most likely cause can be attributed to use-related error, specifically excessive force being applied during firing of the needle and/or an insecure grasp of the tissue during use of the device.